Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was postop implant damage and the higher implant wing broke. The surgery was finished without any features of implant damage (confirmed with post op control). The implant defect shown in post op x-ray was taken three days later. The patient was revised using the same kind of implant. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Common device name: additional product code for this report includes: mni, kwp, mnh, and kwo. PMA/ 510k number: has been requested but not yet received. A review of the device history records was performed and no complaint related issues were found. An evaluation was performed on the returned device. The as received condition of device was broken as stated in complaint. The complained device was forwarded to the responsible product development engineer for evaluation. It was determined that; there was a broken wing on the ¿up¿ side. The implant shows scratches probably from wing bending. Wing bending is a standard step according to the surgical technique. If bending was not according to surgical technique or applying excessive force happened it cannot be identified. Unfortunately no further information had been made available in order to determine the exact cause. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.